Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred on a trilogy evo device. There was no harm or injury reported. During the device evaluation at a third party service center, the service technician states that smog and pollution were present while duplicating the customer's complaint. The service technician states that the hose needs to be replaced to resolve the issue. Additionally, three additional non reportable error codes were present in the device's error log relating to low tidal volume and high inspiratory pressure settings. The device passed all the repair tests. No further investigation is required.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.